Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy and abnormal menstruation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse") and hormone level abnormal ("hormonal fluctuations"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent an ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, menometrorrhagia, dyspareunia and hormone level abnormal had not resolved. The reporter considered dysmenorrhoea, dyspareunia, hormone level abnormal, menometrorrhagia and menorrhagia to be related to essure. The reporter commented: plaintiff's symptoms are so severe and problematic that plaintiff is discussing with her doctor the possibility of undergoing a hysterectomy to remove the essure device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy and abnormal menstruation") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2010, defibrillator/pacemaker insertion on (B)(6) 2016 and excessive menstruation. Concomitant products included antibiotics since 2006 to (B)(6) 2016, escitalopram oxalate (lexapro) from 2014 to 2015, hydrocodone from 2013 to 2014, ibuprofen, lisdexamfetamine mesilate (vyvanse) from 2014 to 2015, tramadol from 2014 to 2015 and varenicline tartrate (chantix) from 2012 to 2017. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent an ablation and ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, menometrorrhagia, dyspareunia and hormone level abnormal had not resolved and the genital haemorrhage and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menometrorrhagia and menorrhagia to be related to essure. The reporter commented: plaintiff's symptoms are so severe and problematic that plaintiff is discussing with her doctor the possibility of undergoing a hysterectomy to remove the essure device. Plaintiff is not currently planning for essure removal. Right tube: 1 coil (as reported). Left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion and good location. Pregnancy test urine - on an unknown date: negative. Lot number:a96183. Manufacturing date:2013/02 ,expiration date:2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy and abnormal menstruation") and genital haemorrhage ("unusual bleeding/heavy periods") in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2010, defibrillator/pacemaker insertion on (B)(6) 2016 and excessive menstruation. Concomitant products included antibiotics since 2006 to november 2016, escitalopram oxalate (lexapro) from 2014 to 2015, hydrocodone from 2013 to 2014, ibuprofen, lisdexamfetamine mesilate (vyvanse) from 2014 to 2015, tramadol from 2014 to 2015 and varenicline tartrate (chantix) from 2012 to 2017. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent an ablation and ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, menometrorrhagia, dyspareunia and hormone level abnormal had not resolved and the genital haemorrhage and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menometrorrhagia and menorrhagia to be related to essure. The reporter commented: plaintiff's symptoms are so severe and problematic that plaintiff is discussing with her doctor the possibility of undergoing a hysterectomy to remove the essure device. Plaintiff is not currently planning for essure removal. Right tube: 1 coil (as reported) left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion and good location. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs: unusual bleeding/heavy periods, back pain were added, lot number received. Concomitant drugs were added, patient's medical history was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and abnormal menstruation') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included defibrillator/pacemaker insertion on (B)(6) 2016, c-section in 2010 and excessive menstruation. Concomitant products included antibiotics since 2006 to (B)(6) 2016, escitalopram oxalate (lexapro) from 2014 to 2015, hydrocodone from 2013 to 2014, ibuprofen, lisdexamfetamine mesilate (vyvanse) from 2014 to 2015, tramadol from 2014 to 2015 and varenicline tartrate (chantix) from 2012 to 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain "), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse"), back pain ("lower back pain"), menstrual disorder ("unusual periods"), pelvic pain ("pain") and abdominal pain lower ("cramping") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent an ablation and ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, menometrorrhagia, dyspareunia and hormone level abnormal had not resolved and the genital haemorrhage, back pain, menstrual disorder, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menometrorrhagia, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff's symptoms are so severe and problematic that plaintiff is discussing with her doctor the possibility of undergoing a hysterectomy to remove the essure device. Plaintiff is not currently planning for essure removal. Right tube: 1 coil (as reported). Left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion and good location. Pregnancy test urine - on an unknown date: negative. Lot number:a96183 manufacturing date:2013/02 ,expiration date:2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: events- unusual periods, pain and cramping added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and abnormal menstruation') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included defibrillator/pacemaker insertion on (B)(6) 2016, c-section in 2010 and excessive menstruation. Concomitant products included antibiotics since 2006 to (B)(6) 2016, escitalopram oxalate (lexapro) from 2014 to 2015, hydrocodone from 2013 to 2014, ibuprofen, lisdexamfetamine mesilate (vyvanse) from 2014 to 2015, tramadol from 2014 to 2015 and varenicline tartrate (chantix) from 2012 to 2017. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain "), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse"), back pain ("lower back pain"), menstrual disorder ("unusual periods"), pelvic pain ("pain") and abdominal pain lower ("cramping") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent an ablation and ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, menometrorrhagia, dyspareunia and hormone level abnormal had not resolved and the genital haemorrhage, back pain, menstrual disorder, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menometrorrhagia, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff's symptoms are so severe and problematic that plaintiff is discussing with her doctor the possibility of undergoing a hysterectomy to remove the essure device. Plaintiff is not currently planning for essure removal. Right tube: 1 coil (as reported) left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion and good location. Pregnancy test urine - on an unknown date: negative. Lot number:a96183. Manufacturing date:2013/02 ,expiration date:2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.